Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high and that her current blood glucose was 415 mg/dl. The patient felt okay and she treated using an insulin pump bolus. Troubleshooting was initiated and the drive support cap was normal. There were no air bubbles in the tubing either. A prime was performed successfully with the current set. However, the infusion set cannula was bent. Troubleshooting stopped at this point. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned for analysis and a replacement infusion set was shipped to the customer.